Event description:
A scrub technician reported the unit would not hold pressure. The surgeon was able to complete the case with no pt injury. Additional info was received reporting this issue occurred during a case. Initially, the line was closed off and the foot pedal was switched out which seemed to resolve the issue. However, the issue reoccurred and the system was then switched out. There was a slight delay during the system switch out. There was no pt harm reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).